Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: failure description - at the distal end of the shaft, the pin is cracked out of the shaft, but still attached. The investigation was carried out visually and microscopically. The pin has been cracked out of the shaft by overload; the welding seam is according to the specifications. Furthermore, the pressure marks at the working end are indicators for an off-label use most likely caused by using the jaws as a forceps. The instrument must only be used to apply the ds clips according to the IFU. Batch history review - the device quality and manufacturing history records have been checked for the available lot number. The DHR has been checked and found to be according to our specification valid at the time of production. One similar incident from the same customer has been filed with products from this batch. Conclusion and root cause - based on the information available as well as a result of our investigation, the root cause of the failure is most probably related to usage. Rationale - the instrument is designed only for applying ds clips by aesculap according to the IFU. The pressure marks on the jaws are indicators for usage not according to the IFU. A CAPA is not necessary.

Event description:
It was reported that a small part of the applicator broke during a thoracic procedure. The endoscopic device was being used to apply a clip. A small piece (0.5 cm) was noted to be un-soldered and fell into the surgical field. The surgeon was able to remove the detached part from the patient. Additional details were unknown.